Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermediate elevated blood glucose (bg) levels between 514-586 mg/dl; cause was not known. Customer administered a correction injection to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.